Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The expiration date is currently unavailable.

Event description:
It was reported by the sales rep that the customer's healix advance knotless br 5.5 mm was loose in the bone hole but could not remove the anchor. The case was completed by using an awl over the anchor and putting in another like device for a tighter repair during a rotator cuff repair. There were no patient consequences or delays. The device is not available to be returned as it was left implanted.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4; the exp date was reported as unknown in the initial report and has benn updated as 10/31/2020; therefore, UDI: (B)(4). Investigation summary: the complaint device is not being returned, it was left implanted, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. Further, a review into the depuy synthes mitek complaints system revealed no similar and no dissimilar complaints for this lot released to distribution. A device history record review has been conducted and determined that there were no internal processing issues which would have contributed to the nature of the product complaint. If additional information should become available, a supplemental medwatch will be submitted accordingly. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.